Event description:
It was reported that a small volume infusor leaked. This malfunction occurred during the storage of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured on april 10, 2014 to april 11, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional leak testing were performed. During evaluation it was identified that the blue winged luer cap was untightened. The cap was tightened and the device was inspected after 24 hours; no leaks were identified. No malfunctions or abnormalities were identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.